Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported during pre-use check the unit has a loud internal leak where high pressure o2 source is connected. The customer states this only occurs when the unit is turned on. As this was during pre-use check, there is no patient involvement associated with this event.